Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns programming wand will not communicate at times. It was reported that if the cord is manipulated then communication is successful. The wand has been received and is awaiting analysis.